Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead segment was performed. Visual inspection noted the lead had been severed 7.5cm from the terminal end and only the terminal segment was returned. Resistance testing was performed and the electrical continuity of the returned segment was confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and inappropriate anti-tachycardia pacing (atp) therapy due to a suspected fracture. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.